Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that at an unknown date, the catheter was leaking. The healthcare provider (hcp) noticed it when they went to refill the pump. The patient had the pump and catheter removed on (B)(6) 2017. It was unknown if this was the exact date. No symptoms were reported. There were no further complications reported at this time.